Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they are unable to describe the possible damage to the drive support cap. The customer state that they were able to performed the self test and results of the self-test was unable to do self-test and blank display. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation device power up and display froze after count up followed by an unexpected constant tone, problem isolated to other electronic devices. Unable to perform any test or verify unresponsive button due to frozen screen.(B)(4).